Event description:
It was reported that the controls on the shaver handpiece do not respond and the suction control is jammed. There was no report of any injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was rec'd for investigation and the reported problems were verified. The handpiece arrived with the on/off button inoperative and the thumb wheel jammed. A visual examination found the handiece to be heavily contaminated with debris. Further investigation found the handpiece has the potential to operate on its own related to pc board failure. This handpiece was invoiced in 10/2001 and has no repair history. The customer will be contacted with additional info on care and handling of this device.